Event description:
During a remote follow-up, episodes of under-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable.

Manufacturer narrative:
Correction: serial number.